Manufacturer narrative:
Subdural hematoma and changes to anticoagulation status reported under MFR #2916596-2019-00800. Approximate age of device- 2 years. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported patient presented with increasing ldh levels and new development of heart failure symptoms. Technical services' reviewed the submitted log files and no adverse events were confirmed. The data does not show any significant trends. Additional information received (B)(6) 2019 reported the new development of heart failure symptoms included shortness of breath, increased weight gain, increased abdominal girth, increased jugular vein distention, restlessness at night and need to sit up when laying down. Ramp echo was performed and results were concerning for pump thrombosis (lvedd slop 0.08). Malposition in the cannula or pump is not suspected, however, per ramp echo "inflow cannula in the left ventricle was not well visualized; aortic valve does not open. Outflow cannula in the ascending aorta was not well visualized." Plasma free hemaglobin and haptoglobin levels were normal and ldh levels elevated. It was also reported the patient sustained a fall on (B)(6) 2017 causing a subdural hematoma. Patient was taken off anticoagulation at that time. Patient restarted on coumadin after head bleed was stable and remained off aspirin. The plan of care and treatment for the patient at this time is inr goal increased to 2.0-2.5 and patient was restarted on aspirin. Plasma free hemaglobin, ldh and haptoglobin levels will continue to be monitored. Heart failure symptoms will be treated with diuretics and hypertension treated with medication changes.